Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that air entered the unspecified bd¿ infusion set while setting up the patient for a flush after the chemo infusion. The following information was provided by the initial reporter: "please create a disposable pr for air in line... Pt was getting an infusion and the chemo was completed. Rn set the pt for a flush with a secondary bag that was y-connected to the primary line. The nurse left the room and was out of the room for approximately 30 seconds when the pump beeped. Rn went back to the room and saw the pump was stating "air-in-line". Rn looked at the line and saw fluids below the pumps about 2 inches and then about 6 inches of air followed by fluids. The pump was stopped completely and there was no harm to the pt."

Event description:
It was reported that air entered the unspecified bd¿ infusion set while setting up the patient for a flush after the chemo infusion. The following information was provided by the initial reporter: "please create a disposable pr for air in line... Pt was getting an infusion and the chemo was completed. Rn set the pt for a flush with a secondary bag that was y-connected to the primary line. The nurse left the room and was out of the room for approximately 30 seconds when the pump beeped. Rn went back to the room and saw the pump was stating "air-in-line". Rn looked at the line and saw fluids below the pumps about 2 inches and then about 6 inches of air followed by fluids. The pump was stopped completely and there was no harm to the pt."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.